Event description:
It was reported that on (B)(6) 2014 the customer had high blood glucose levels in the 500mg/dl range and blood glucose levels so low that it did not register. Customer's spouse called the emergency medical technicians, they arrived after the spouse tried to treat with food, glucose tablets as well as glucagone administered intravenously. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).